Event description:
A severe low blood sugar event was reported, customer experienced prolonged hypoglycemia and was admitted to the hospital multiple times due to his diabetes condition. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.